Manufacturer narrative:
The device has not been returned for evaluation. The medical records were returned and reviewed; no device deficiencies were identified within the medical records. Therefore, the investigation is inconclusive for unintended movement. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced unintended movement. This information was received from one source. The unintended movement involved one patient with no patient consequence. The patient age was not provided and the patient weighed (B)(6) lbs. There reported patient was female.